Event description:
It was reported that the patient received an inappropriate shock due to noise on the ventricular channel. It was further reported that the patient was sitting in a community pool and touched a metal rail when the shock occurred. No action was taken and the device and ventricular lead remains in use. No further patient complications were reported as a result of this lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.